Manufacturer narrative:
The insulin pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 4, 3 28, 42, and 80. Motor was tested outside the device and passed. Formatted history file confirmed pump error 53 due to possible hardware issue. Fault number = software error (53) linenumber = (B)(4) filenumber = (B)(4) . Unit received with minor scratched lcd window and scratched case.

Event description:
The customer reported via phone call that the insulin pump alarmed software error and a pump error. The customer's blood glucose was unknown at the time of incident. The customer performed troubleshooting. The insulin pump was returned for analysis.